Event description:
A technician from the surgeon's office reports the capsule was not stable. The intraocular lens (iol) dislocated and, as the surgeon tried to reposition the lens, the capsule tore. The lens was removed and another lens model was placed in the sulcus. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.